Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose reading from the insulin pump. The customer stated that he received weak signal from the pump. The customer experienced blood glucose versus sensor glucose, and received lost sensor message. The customer declined to troubleshoot.